Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the reference electrode, sodium electrode, potassium electrode, chloride electrode, ise tubing, mix bar and buffer valves. The fse cleaned wash well, verified precision tests were less than 2%. Also cleaned sample probe and verified height alignments and alignments to sampler. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of intermittent low ise (ion selective electrode) patient results on the dxc700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.